Manufacturer narrative:
The instrument was returned and evaluated; however, no components were returned with the instrument. Per the customer reported complaint, engineering observed one conductor wire broken at the yaw pulley exit. The grip cables on the same side of the conductor break are derailed at the distal idlers. Engineering found the proximal clevis and main tube to be intact. The conductor insulation was not torn and no fragments were missing from the instrument. The source of the black component is unknown.

Event description:
It was reported that during a total hysterectomy procedure, the pk dissecting forceps instrument had been in use for five minutes when it was noticed that the tip was grasping, but had no energy. A small wire sticking out of the instrument tip was observed. The instrument was removed and a small black component was seen inside of the patient and retrieved. The surgical staff did not know source of the black component. The planned surgical procedure was completed using a replacement instrument of the same type and the procedure was not significantly lengthened. The customer indicated that the black component would be returned with the instrument. No patient harm, adverse outcome or injury was reported.